Event description:
It was reported the occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To address the issue, the customer changed the infusion set and cartridge and resumed insulin. Reportedly, the customer does not cycle the cartridge during the load sequence, which is considered off label insulin.